Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer evaluation / investigation pending product return.

Event description:
Originally reported to idtf, patient self-tester reports protime microcoagulation system inr 4.5 vs unspecified lab system inr 2.6. Patient therapeutic range 2.5 - 3.0 inr. No report of adverse event, serious injury, or intervention.